Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples and photos from the customer facility for investigation. The actual device was not returned for evaluation. Photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. The failure mode for blood leakage was not observed during function testing of the samples. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that bd vacutainer® luer adapter leaked blood during collection. No serious injury, no medical intervention. No blood to mucous membrane exposure reported.